Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -14.5/+2.5/88 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced low vaulting with rotation. On (B)(6) 2022 the lens was exchanged with a longer length lens and this resolved the problem. The cause of the event was reported as "other" and noted "icl small size?".